Event description:
Per the clinic, the patient experienced poor sound quality with device use. A CT scan revealed electrode array tip fold-over. Subsequently on (B)(6) 2015, the device was explanted and the patient was reimplanted with a new device during the same procedure.

Manufacturer narrative:
This report is filed may 11, 2016.